Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation on (B)(6) 2009, that a radial jaw hot single-use biopsy forceps was used during a colonoscopy with polypectomy procedure. According to the complainant, during the procedure, the jaws of the forceps would not open or close properly. The forceps would open only slightly, then not close at all. The procedure was completed with another radial jaw hot single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).